Manufacturer narrative:
There is no suspected device failure. The reported patient complication is inherent risks to this type of procedure. While there is no evidence to suggest that the nykanen rf wire used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the nykanen rf wire was one of the devices used during the procedure.

Event description:
The nykanen radiofrequency (rf) wire kit was used in a pulmonary atresia case. While using the nykanen rf wire to deliver rf energy to the atretic pulmonary valve, the aorta was inadvertently perforated. The procedure was cancelled and the patient was sent to the operating room. While there is no evidence to suggest that the nykanen rf wire used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the nykanen rf wire was one of the devices used during the procedure.